Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Investigation findings 4112 analysis of information provided by user/third party.

Event description:
It was reported that a skin reaction occurred. The patient experienced skin reactions at three consecutive sensor insertion sites and this record captures the first event. Prior to sensor insertion the area was prepped with skin-prep wipes. The patient developed a rash, redness, pimples, and blisters extending beyond the sensor patch perimeter. On (B)(6) 2024, the skin reaction symptoms located on both arms progressed and he had itching sensation all over his body. Photos were provided and shows redness, a rash, blisters, and drainage within the sensor patch footprint and the red rash covers the whole right arm. There is a red patchy rash and hives on his face and legs. The photos confirmed the skin reaction. The reaction was treated with over the counter topical and oral benadryl. On an unspecified date, the parent took the patient to an urgent care clinic. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.